Event description:
It was reported that the atrial lead exhibited loss of sensing during implant. The lead was not used and a new lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4): device evaluation anticipated, but not yet begun.